Event description:
I was scheduled for breast reconstruction surgery after breast cancer. When I arrived for my surgery physician told me my implants were on backorder, but his allergan pharma rep advised he had some implants at a nearby hospital and would drive to get them. Two hours later I was taken to surgery and when I woke up I had a 285cc soft tissue implant on the right side. After speaking with the surgeon and his office I was advised the allergan rep brought the different sized and shaped implants back because that was all that was available and "they were close enough." I would like allergan to be held responsible for their rep caring more about his relationship with his doctor than about the patient. The rep and doc have offered to give me free correct size and shape implants, but this does not discount the fact that I must endure another surgery after battling breast cancer for a year, and I must pay for anesthesia, physician services, the operating room, etc. I have filed a complaint with my insurance company against the surgeon, and feel allergan and their rep need to be held responsible in this matter as well as my physician. Reference report #: mw5159160.